Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported several cases of toxic anterior segment syndrome/inflammation/endophthalmitis following intraocular lens (iol) implant procedures dating back to late 2017. The reporter did not specify which adverse event mentioned was related to this specific case. Additional information was provided indicating that no cultures were performed for this specific case. Additional information was provided by another physician, who reported that the patient experience pain shortly after surgery and that 10 days postoperative the patient had developed 1+ conjunctival inflammation, fibrin, aqueous cell, pain, redness, keratic precipitates. The patient was diagnosed with endophthalmitis. The culture results were negative. A tap and injection of antibiotics and steroids were performed. The intervention was effective. The patient had cme (cystoid macular edema) and slow recovery. The outcome of the event resolved.